Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe was leaked.

Event description:
It was reported that bd discardit¿ ii syringe was leaked.

Manufacturer narrative:
Investigation summary: 1805232: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2028 (may 19th - 20th, 2018). Syringes were assembled in machine nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #8134776. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8135532, and #8128590, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8135536, #8128594, and #8119956, and no problems, defects or qn related to the reported issue were found. 1805232: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2023 (june 9th - 12th, 2018). Syringes were assembled in machine nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #8162870, and #8155591. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8163666, and #8156555, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8163670, #8156559, and #8142766, and no problems, defects or qn related to the reported issue were found. We have been provided with two reference samples. We have been provided also with the affected samples. A leakage through the plunger rod was observed in the provided affected sample. After that we could determine damage to the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. No issue found in the reference samples. Conclusion(s): after the evaluation of the received samples, we conclude that the cause of the problem could was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.